Event description:
The pump did not advance the units when it was primed. A new reservoir was inserted and the pump was reprimed. All the insulin in the reservoir was emptied during priming and the device never display the units. It was stated that the customer tried several times to prime using new batteries.